Manufacturer narrative:
One local anesthesia custom pack epidural was returned for analysis with the flat filter (epifuse connector) and catheter connected. Upon visual inspection the epifuse connector was observed to be damaged at the hinge part. A syringe was then used to inject water revealing a leak coming from the connection between the catheter and epifuse connector. The manufacturing process was reviewed. Based on the evidence, the complaint was confirmed. The root cause was found due to the supplier as two possibility could have occurred: the worker did not notice the damage during the inspection or the hinges were cracked during transportation after shipping.

Event description:
Information was received that during the use of the customer found a crack in the hinge part of the epifuse connector and medical fluid was leaking from there. No patient injury.